Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer did not get the low suspend alarm on the insulin pump. The customer blood glucose level was 42 mg/dl. Customer states reading were inaccurate displaying sensor glucose of 65 mg/dl and having blood glucose of 42 mg/dl. Also customer treated using sugar tabs to raise her blood glucose. Troubleshooting was performed and discovered that the customers threshold suspend was set to 60 mg/dl and her sensor glucose was only 65 mg/dl. No further information was provided.